Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the large suturecut needle driver instrument had a broken cable. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no harm to the patient and no fragment fell into the patient. The procedure was completed with a replacement instrument and the incident resulted in a procedure delay of 3 minutes. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. In addition, there were cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.